Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the sensors. The customer's sensor glucose reading was 6.7 mmol/l but their blood glucose level was 11.2 mmol/l. The customer calibrated again and suspended before low. The customer treated their low blood glucose level before it went up drastically. Since the customer's blood glucose level was already high, the sensor was constantly failing. The customer attempted to calibrate the sensor but received a calibration not accepted alert twice. After attempting to calibrate for the third time the customer received a change sensor alert. The customer was advised that the device would be replaced and agreed to return the product for analysis.